Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient had a stroke. The patient was admitted to a hospital (B)(6) 2015 and discharged (B)(6) 2015. During hospitalization the patient was informed they had multiple strokes without realizing it since (B)(6) 2013. Upon discharge the patient's right leg weakness was completely resolved. The patient had only small minimal numbness, and tingling of the medical right foot. The patient was discharged from the hospital to home because the patient was not able to initially find a skilled nursing facility that would accept her with peritoneal dialysis. The patient was later admitted to a skilled nursing facility that would accept her with peritoneal dialysis on (B)(6) 2015 and discharged (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.